Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, and infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and an infection. It was reported that the patient experienced diabetic ketoacidosis beginning (B)(6) 2026 and was admitted (B)(6) 2026. It was reported that the freestyle libre 2+ sensor was indicating hypoglycemia while the patient was hyperglycemic. The pod was in automated mode and responded to the reported erroneous sensor data. The pod was worn between 37 and 48 hours. Additionally, the patient was treating the perceived hypoglycemia. The patient's son called the ambulance. The patient was then admitted to (B)(6) hospital. The patient received the diagnosis of dka, abdominal wall infection, and abscess, which was reported to be likely due to the pod. The patient was treated with intravenous sliding scale insulin, fluids, antibiotics, dextrose, potassium chloride, sodium chloride, omeprazole, and calcium gluconate. Symptoms reported include dizziness, confusion, and stomach pains. The patient was discharged at (B)(6) 2026. Abbott has been informed of the incident.